Event description:
It was reported that during the endovascular fistula (avf) procedure, the venous catheter allegedly failed to cut the arterial side of the vessel. Reportedly, the health care provider removed the catheters without issue and opted to not open a new set of catheter and ended the procedure. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a device history record and a manufacturing review was not required as this is the first complaint for this lot number to date. Investigation summary: a sample evaluation was performed. The arterial catheter effective length was measured and found to be approximately 51.2cm in length. The venous catheter effective length was measured and found to be 50.7cm in length. Both catheters had slight bends throughout. A tissue cutting test was performed. The device was unable to cut tissue. The investigation results are confirmed as the failure mode was reproduced. The root cause could not be determined based upon available information. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. H10: d4 (expiry date: 05/2021), g4. H11: h3, h6 (results and conclusion). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The lot number for the device was provided. The device history records are currently under review. The device is pending return. The investigation is currently underway.

Event description:
It was reported that during the endovascular fistula (avf) procedure, the venous catheter allegedly failed to cut the arterial side of the vessel. Reportedly, the health care provider removed the catheters without issue and opted to not open a new set of catheter and ended the procedure. There was no reported patient injury.